Event description:
Customer reported the monitor is going dark. No patient injury was reported.

Manufacturer narrative:
Customer cancelled call. This MDR is related to ge healthcare complaint number.